Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the harmonic scalpel hand piece, lcs and generator were all set up and assembled properly. When the surgeon went to use the lcs, the machine produced a long steady tone (instead of short beeps). A new hand piece was assembled to the same lcs and same generator and everything functioned normally. Also during the procedure the surgeon noticed a tear in (2) different trocars (1 512sd and 1 512s). The tear was in the seal within the trocar. Both trocars were removed and two new 512sd's were used and worked normally. There was no consequence to the patient.